Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the device was in good condition with no appearance of physical damage. During the power up process, check and test force sensor testing, reported issue was no duplicated. The root cause of the reported issue was found to be user error. The customer manipulated the pump during its self-test and by entering the biomed code 2580 customer was able to clear the force sensor test error. The pump will be converted to loaner.

Event description:
It was reported that there was an out of box failure, force sensor failure. No patient injury was reported.